Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.MDR is being submitted as a result of a retrospective complaint review

Event description:
The chair will slow down then speed up with black lines on the display when this happens.